Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that an occlusion occurred. The subject was enrolled into the eminent study on 22-jan-2018 and the index procedure was performed on the same day. The target lesion was located in the left mid superficial femoral artery (sfa) with 70% stenosis. It was 70 mm long with a proximal reference vessel diameter of 4.41 mm and a distal reference vessel diameter of 4.99 mm. It was classified as a tasc ii a lesion. The target lesion was treated with pre-dilatation balloon, followed by placement of a 6 mm x 80 mm study stent. Following post dilation, the residual stenosis was 0%. On (B)(6) 2018, the subject was discharged with antiplatelet therapy. On (B)(6) 2021, the subject presented to the protocol scheduled 36 months follow-up visit with the symptoms of aching pain and cramps in both legs and difficulty while walking. On the same day, duplex ultrasound was performed and revealed occlusion of the sfa, and the subject was treated medically and recommended to undergo surgical intervention as a treatment for this event. 100% stenosis in the target lesion with 7 mm reference vessel diameter and 150 mm lesion length was treated by percutaneous transluminal angioplasty and by stent placement. Post treatment, the final residual stenosis was 0% and no complications were noted. On the same day, the event was considered recovered/ resolved. It was further reported that the subject presented to the protocol scheduled 36 months follow up visit with the symptoms of severe pain in both legs and difficulty while walking, predominated on the left side on (B)(6) 2021. The subject reports that the claudication rapidly worsened during the last three to four months. The subject reports that the claudication rapidly worsened during the last three to four months. On the same day, arteriography was performed which revealed complete occlusion at the starting level of segment and before the segment where a stent had been implanted. The subject was treated medically, also, the subject was recommended to undergo surgical intervention as a treatment for this event. 100 % stenosis in left proximal to mid sfa with 7 mm reference vessel diameter and 150 mm lesion length was treated with percutaneous transluminal angioplasty and then the artery was recanalized, post which two 7 mm x 80 mm stents and one 8 mm x 40 mm stent was implanted in the occluded segment. Subsequently, right sfa was noted with two severe lesions at proximal of the stent restenosis, and on the medial segment respectively. Hence, these lesions were dilated with a 6 mm balloon, resulting in a good final angiographic outcome. Post treatment, good results with final residual stenosis of 10% was noted. On (B)(6) 2021, the event was considered to be recovered/ resolved.

Manufacturer narrative:
Initial reporter address: (B)(4).

Event description:
It was reported that an occlusion occurred. The subject was enrolled into the (B)(4) study on (B)(6) 2018 and the index procedure was performed on the same day. The target lesion was located in the left mid superficial femoral artery (sfa) with 70% stenosis. It was 70 mm long with a proximal reference vessel diameter of 4.41 mm and a distal reference vessel diameter of 4.99 mm. It was classified as a tasc ii a lesion. The target lesion was treated with pre-dilatation balloon, followed by placement of a 6 mm x 80 mm study stent. Following post dilation, the residual stenosis was 0%. On (B)(6) 2018, the subject was discharged with antiplatelet therapy. On (B)(6) 2021, the subject presented to the protocol scheduled 36 months follow-up visit with the symptoms of aching pain and cramps in both legs and difficulty while walking. On the same day, duplex ultrasound was performed and revealed occlusion of the sfa, and the subject was treated medically and recommended to undergo surgical intervention as a treatment for this event. 100 % stenosis in the target lesion with 7 mm reference vessel diameter and 150 mm lesion length was treated by percutaneous transluminal angioplasty and by stent placement. Post treatment, the final residual stenosis was 0% and no complications were noted. On the same day, the event was considered recovered/ resolved.